Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a balloon expandable stent delivery, the stent did not separate from the balloon. The balloon expandable stent delivery system was retracted without difficulty. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 7mm x 36mm balloon. No kinks or bends were observed on the catheter. The balloon appeared to have been previously inflated. The stent was not returned with the device. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. No further functional testing could be performed, as the stent was not returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for the stent failing to separate from the balloon, as the stent was not returned with the device and functional evaluation could not be performed. The definitive root cause could not be determined based upon available information. It is unknown whether procedural and/or patient issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage; if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully; during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo vascular stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]; inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Stent delivery: slowly inflate the delivery system balloon to nominal pressure, expanding the stent to optimize strut apposition against the arterial wall, and confirm complete expansion fluoroscopically; after stent deployment, apply negative pressure to the balloon until it is fully deflated. Carefully rotate the delivery system catheter to ensure that it is free of the stent and withdraw it at ambient pressure with the guidewire remaining across the lesion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a balloon expandable stent delivery in the iliac artery, the stent did not separate from the balloon. The balloon expandable stent delivery system was retracted without difficulty. There was no reported patient injury.